Event description:
It was reported that they stopped using the affected item as the air leaked from the anesthetic bag during the pre-use check. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
B3: june was the reported month of the event, but the year and day were not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
On review of the complaint file and reported event, only one occurrence of this malfunction was reported. All information related to this event will be submitted on mrn 3012307300-2025-08505. Please disregard any reports submitted under 3012307300-2025-08504.